Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry and was "non responsive at implant". The icm was explanted and is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the no-telemetry condition. The cause of this failure was a broken antenna wire. If information is provided in the future, a supplemental report will be issued.